Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the physician believes there was something wrong with the device as it had dropped to a low battery status in a little over 1 year of use. No other relevant information has been received to date.

Event description:
It was reported that the device had been replaced due to the premature end of life condition. The suspect product has been received, but has not undergone product analysis testing to date. No other relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. The pulse generator communicated when received and tested in the livanova product analysis lab. The analysis confirms generator failure. The cause of the premature end of life is due to microcontroller excessive current consumption. The investigation outcome didn¿t reveal the root cause for the microcontroller high current consumption. No other relevant information has been received to date.

Event description:
The patient's current settings and interrogation history was provided. Tablet data has been requested, but has not been received to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to dat.